Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during the installation of a central venous catheter in the continuous admission area on (B)(6) 2025, it was observed that during this procedure, when the guide was inserted, it bent during installation and became separated from its integrity." The patient was multiple punctured and had hematoma formation at the puncture site. The problem was resolved by placing new equipment. The previous central venous catheter was removed. A new catheter was placed. The patient's current condition is reported as "delicate".

Manufacturer narrative:
(B)(4). The customer provided two photos and one video for analysis. The first image is of the cvc kit lidstock. The second photo is of a damaged guidewire inside a catheter during patient treatment. The video is of a clinician attempting to remove a guidewire from a catheter during patient treatment. The clinician seems to meet resistance when maneuvering the guidewire. The complaint of guidewire unraveled was able to be confirmed by customer provided images, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The customer report of guidewire unraveled was confirmed by visual inspection of the customer supplied images/video. The images/video show the clinician having difficulty removing the guidewire and confirmed evidence of unraveling, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " during the installation of a central venous catheter in the continuous admission area on (B)(6) 2025, it was observed that during this procedure, when the guide was inserted, it bent during installation and became separated from its integrity." The patient was multiple punctured and had hematoma formation at the puncture site. The problem was resolved by placing new equipment. The previous central venous catheter was removed. A new catheter was placed. The patient's current condition is reported as "delicate".